Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not achieve hemostasis properly. After the device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a coronary angiogram (cag). A retrograde approach was taken. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged/visible. The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the package or during deployment. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, and the syringe was observed to have been connected to the device with the stopcock closed as received. The sealant, advancer tube and procedural sheath were not returned with the device, and the sealant sleeve was pushed back against the green shuttle hub. The condition of the returned device was like a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. The shuttle cartridge was retracted and properly engaged to the black handle without issue. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ and ¿shuttle displacement¿ were not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The device was returned in the condition of a complete removal of the device, and no anomalies/damages that could have contributed to the reported events were observed. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1922603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not achieve hemostasis properly. After the device removal, manual compression was performed for 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a coronary angiogram (cag). A retrograde approach was taken. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography, or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged/visible. The shuttle handle was displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep, while removing the device from the package or during deployment. There was little vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. The patient recovered after the mynx event.the device will be returned for evaluation.